Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, the basal rate was too high. Bg was addressed with (B)(6) (fast acting glucose) and with a temporary basal rate. Bg increased to 147-148 mg/dl.